Event description:
Same case as 2134265-2014-04573 and 2134265-2014-04574. It was reported that automatic pullback failure occurred. The motor drive unit 5 (mdu5) was used in conjunction with an unknown imaging catheter and a sled. During the procedure, when the pullback function was activated the mdu5 did not pullback and lcd display was normal. No patient complications was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis with an erased serial number label. The unit was received in good condition with no visible damage or defects observed. The device meets specifications. In addition, the unit successfully underwent a continuous burn-in for 4 hrs. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-04573 and 2134265-2014-04574. It was reported that automatic pullback failure occurred. The motor drive unit 5 (mdu5) was used in conjunction with an unknown imaging catheter and a sled. During the procedure, when the pullback function was activated the mdu5 did not pullback and lcd display was normal. No patient complications was reported.